Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h6 . Suggested component code: mechanical (g04) ¿ stem. Visual examination of the provided pictures identified the full stem and etching without damage noted. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip hemiarthroplasty utilizing the echo bi-metric collarless, press fit stem. The surgeon broached and canal reamed to the appropriate fit for trialing (size 13 broach) and trialed successfully. The matching echo-biometric implant (size 13, std offset) was opened to be implanted in the patient. When the surgeon attempted to implant the hip stem, it was discovered the implant was at least two sizes too small compared to the matching size broach that was used for trialing. All broaches and canal reamers used were double checked and no discrepancies or mistakes in our technique were found. The surgeon was able to subside the stem past the calcar by hand with little to no resistance, suggesting the implant was at least two sizes too small. The surgeon proceeded to broach, and canal ream up to a size 14 and after much work successfully implanted a size 14 echo-biometric stem. It appears the size 13 implant attempted for use was mislabeled and a few sizes smaller than it was supposed to be.